Event description:
It was reported that while doing preventive maintenance the pump gave an error message. The customer believed the battery needed replacement and the software might need to be changed. No patient was involved.

Manufacturer narrative:
The pump was received to perform an investigation. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture. During functional testing, the pump was found to display service due. The reported problem was confirmed and the real time clock lithium battery was replaced. The cause of the problem was that the lithium battery had reached the level at which service was required. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).